Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect c4000, serial number (B)(6), and determined the ict module to ict aspiration pump 11 nc (rohs) (7-205555-01) the likely cause. The fsr replaced the part, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for c402051. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the ict module to ict aspiration pump 11 nc (rohs) (7-205555-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module or the ict module to ict aspiration pump 11 nc (rohs) (7-205555-01) was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module(serial number (B)(6)) for two patients. The samples were repeated on another architect with higher results. The following data was provided: patient 1 initial sodium result = 112, mmol/l repeat result = 139 mmol/l. Patient 2 initial sodium result = 105, mmol/l repeat result = 138 mmol/l. Approximate reference (normal) range: 136 to 146 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the achitect c4000 processing module (serial number (B)(6)) for two patients. The samples were repeated on another achitect with higher results. The following data was provided: patient 1: initial sodium result = 112 mmol/l repeat result = 139 mmol/l. Patient 2: initial sodium result = 105 mmol/l repeat result = 138 mmol/l. Approximate reference (normal) range: 136 to 146 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.